Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 3 months. The pump will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported through a presentation given on (B)(6) 2018, that the patient¿s lvad was exchanged on (B)(6) 2017, due to outflow graft obstruction. It was reported that prior to the pump exchange, on (B)(6) 2017, the patient called the hospital and stated that low flow alarms were occurring while lying supine at night. The patient was asymptomatic during the event. The patient was recovering from an upper respiratory infection at the time, and was not on diuretics. The health professional encouraged increased fluid intake. The low flow alarms persisted, despite the patient¿s fluid intake. The patient was seen in the outpatient clinic and complained of decreased exercise tolerance and endurance within the last 2-3 months, accompanied by fatigue and shortness of breath. The patient was hypertensive. Their inr was at goal (2.8) lactate dehydrogenase trend was stable at 246 u/l. The anticoagulation was aspirin and dipyridamole, and antihypertensive treatment was adjusted. Chest x-rays, 2d-echo: ramp and optimization, and 3d reconstruction CT of the heart were performed. A twist in the outflow graft was observed. On (B)(6) 2017, the patient¿s pump was exchanged. Only the pump was exchanged. The outflow graft remains implanted. On (B)(6) 2017, the patient was discharged to home. The patient was ongoing and is doing well. No additional information was provided.

Manufacturer narrative:
The report of a twist in the patient's outflow graft can be confirmed through the submitted images. A specific cause for the event could not be concluded. Additionally, the report of low flow alarms could not be confirmed as no system controller log files were submitted. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.